Manufacturer narrative:
Previously mentioned history of pump infection and surgical revision reported under MDR-2018-38712. Approximate age of device- 2 years, 2 months. The patient remains ongoing with the device. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2017. It was reported the patient was admitted (B)(6) 2019. Technical services reviewed the submitted log files and there were no unusual events seen; mcs equipment was operating as intended. Additional information provided (B)(6) 2019 reported the patient had a positive blood culture for candida tropicalis. Patient has a history of vad erosion which resulted in surgical revision of inflow cannula as well as history of pump infection in the inflow cannula (per (B)(4)). Additional information was requested but was not yet provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: this type of event has been previously investigated. Infection is an expected adverse event related to lvad therapy and identified in the IFU. A device malfunction cannot be confirmed. Trending will continue to monitor for any change in performance. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Event, (expiration date), device manufacture date: additional information. The history of pump infection and surgical revision mentioned in event of the initial submission was reported under MFR medwatch#: 2916596-2018-04237: corrected information.

Event description:
Additional information received 01feb2019 reported the patient is stable and currently discharged home on oral and IV antibiotics. No additional information was provided.